Event description:
Consumer called to report meter is inaccurate. Readings are very erratic. Analysis run on clark error grid using mean avg reading (270) as reference point vs. Bd readings (450, 160, 199) yielded some data points in the c/d range of the grid, outside acceptable limits.